Manufacturer narrative:
The unit was received with a cracked and broken off end cap, minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked casing at the reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the patient's insulin pump split open during the priming process. The patient's blood glucose at the time of incident is unknown. The damage occurred on the right side of the insulin pump near the drive support cap. The insulin pump was returned for analysis.